Event description:
Event description guidant received information that there was evidence of ventricular undersensing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device's memory confirmed an undersensing event as reported in the event. This was deemed as normal device function related to acg.

Manufacturer narrative:
Technical services suggested looking at the stored electrograms to see what the ventricular signals look like. It was later determined that this issue was related to the automatic gain control (agc), and not a lead issue. At this time there is no additional information available. If additional information becomes available, this event will be updated. It was later reported that five years later this device was explanted for normal battery depletion. Detailed analysis is pending.

Event description:
Event description guidant received information that there was evidence of ventricular undersensing.